Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (f1524402) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device was deployed and hemostasis was achieved. 2 hours later the patient experienced pain in the leg. Pseudoaneurysm was observed. Pressure was held and the pain resolved. The patient was hospitalized and discharged on (B)(6) 2015. Stick located in superficial femoral artery due to very high bifurcation. Extravasation was noticed around the sheath insertion site. No further information can be obtained. Additional information: there were no multiple stick punctures. There were no multiple sheath exchanges. Procedure type: diagnostic coronary vessel size: 7 mm sheath size: 5f.